Event description:
It was reported 2 bd posiflush¿ pre-filled saline syringes had difficult plunger movement. The following information was provided by the initial reporter: "plunger is stiff".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-12-10. H6: investigation summary: a device history record review was completed for provided lot number 1131006. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two syringes were returned for evaluation by our quality engineer team. The syringes were received with no tip caps, no saline solution, and they were decontaminated. It can be assumed the syringes were previously used as the stoppers were located at the 3ml and 6ml positions. The manufacturing and maintenance records showed no issues related to the reported defect and the inspection of the returned samples also revealed no signs of defect. Although this type of reported issue most likely originated during the silicone distribution process, no specific circumstance can be concluded. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported 2 bd posiflush¿ pre-filled saline syringes had difficult plunger movement. The following information was provided by the initial reporter: "plunger is stiff".